Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently turned on the quick bolus and feature lock settings. Tandem technical support assisted in correcting settings and advised customer to consult their healthcare provider regarding settings adjustment. Customer's blood glucose (bg) was 239 mg/dl.